Event description:
The patient was taking concomitant molsidomine (corvaton forte) for angina pectoris, amlodipine (normodipine) for hypertension, and fenofibrate (lipanthyl) and diclofenac for unknown indications. The patient was taking human insulin isophane suspension 70%/human regular insulin 30% (humulin m3) 20iu in the morning and 28iu in the evening, and an unspecified type of human insulin (humulin) 16iu once a day for the treatment of insulin dependent diabetes mellitus beginning on an unknown date. In 2003, whilst taking human insulin isophane suspension 70% human regular insulin 30% and human insulin via a humapen ergo (lot# unknown), the patient was admitted to hospital with a diabetic coma. Patient was treated with an infusion (type not specified). The patient fully recovered and was discharged from hospital in 09/03. The patient stated that the humapen did not deliver the correct amount of insulin and the device was changed in the hospital. Human insulin isophane suspension 70%/human regular insulin 30% and human insulin therapy continued. The humapen ergo was operated by the patient who was a trained user and had used the device since 2000. Use of the humapen was not continued. In the opinion of the reporter the event was possibly related to the device. No causality assessment was provided for the drugs. On return of the device an evaluation will be performed to determine if a malfunction has occurred. In 11/2003: the doctor of the patient could not get the pen back, suspect device pages undated. Refer to results/conclusions. In 11/2003: received product complaint follow up, updated suspect device pages, narrative and cioms.